Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a material separation between the pebax and electrode section. It was initially reported by the customer that there was a force increase of approx 35g when ablating. Replaced dongle, cable and still no fix. Replaced catheter and issue resolved. The procedure was successfully completed and there were no patient consequences. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a separation between pebax and electrode section and a foreign material inside it. This finding was reviewed and assessed as MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed a separation between pebax and electrode section with a foreign material inside of it. Fourier transform infrared spectroscopy (ftir) analysis results showed that the foreign material presents mainly polyurethane material vibrations; however, source of origin remains unknown. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).